Event description:
It was reported that during a procedure, the system 9800 displayed a pre charge error after an exposure. The procedure was able to be completed, but the images were of poor quality. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack could not sustain sufficient charge. The battery pack was replaced. The system was tested and found to be working as intended and placed back into service.